Manufacturer narrative:
Device evaluation: no samples were received for investigation of complaint reference pr (B)(4); however, the customer has stated, " positive pressure connector was not functioning". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this is feedback to a specific failure mode.

Event description:
It was reported that the unspecified bd needle-free closed infusion connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: upon use, it was discovered that the positive pressure connector was not working.